Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, the safety guard of the device was damaged. The device was replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Visual inspection noted the loading unit displayed a full complement of staples. The cartridge cover was partially disengaged from the cartridge. Additionally, damage was noted to the interlock. No damage to the knife blade. Functional testing was performed which included loading a test single use loading (sulu) into the returned instrument. The instrument and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged cartridge cover and interlock damage conditions may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.